Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007 for permanent birth control. Following the procedure, she began suffering from pain, fatigue, irregular and/or prolonged menstruation, severe menstruation pain, heavy, abnormal menstruation and pain during intercourse. At the time, she and her health care providers did not attribute these symptoms to the essure. On (B)(6) 2015, she underwent a total hysterectomy and bilateral salpingectomy. Company causality comment: this legal case refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the procedure, developed pelvic pain. Eight years after placement, she underwent a total hysterectomy and bilateral salpingectomy. This event is anticipated according to reference safety information for essure. Considering the implied temporal relation and the absence of alternative explanation, causal relationship cannot be excluded. As device removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 623196) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, hypertensive episodes, scar revision, uterine bleeding and dyslipidemia. No family history of cerebrovascular accident or vie, she denies any vision changes, chest pain, sob, denies phonophobia/photophobia, no nausea/vomiting, no abnormal endometrial thickening , no abnormal adnexal mass. Concurrent conditions included obesity, hypertension, iron deficiency, headache, flu vaccination, anemia, dysfunctional uterine bleeding, genital labial lesion, uterine fibroid, cyst breast, vaginal bleeding, fibroids, abdominal pain, slight fever, heart murmur and cellulitis. Family history included aortic aneurysm (sister died) and lung cancer (father). Concomitant products included norethisterone (micronor) for birth control as well as anaesthetics (anesthesia), ibuprofen, loratadine, naproxen sodium (midol extended relief caplet) and thomapyrin n (excedrin migraine). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy, abnormal menstruation / prolonged menstruation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, fatigue, menstruation irregular, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: tubal occlusions documented with bilateral essure on (B)(6) 2012 patient underwent ultrasound pelvis transabdominal and transvaginal. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Reporter added, lot number received, patient historical and concomitant condition added, concomitant drug added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 44-year-old female patient who had essure (ess205) (batch no. 623198) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, hypertensive episodes, scar revision, uterine bleeding and dyslipidemia. No family history of cerebrovascular accident or vie, she denies any vision changes, chest pain, sob, denies phonophobia/photophobia, no nausea/vomiting, no abnormal endometrial thickening , no abnormal adnexal mass. Concurrent conditions included obesity, hypertension, iron deficiency, headache, flu vaccination, anemia, dysfunctional uterine bleeding, genital labial lesion, uterine fibroid, cyst breast, vaginal bleeding, fibroids, abdominal pain, slight fever, heart murmur and cellulitis. Family history included aortic aneurysm (sister died) and lung cancer (father). Concomitant products included norethisterone (errin) in 2007 and norethisterone (micronor) for birth control, anovlar (loestrin) from (B)(6) 2012 for bleeding as well as anaesthetics (anesthesia), azithromycin, cefalexin (keflex), hydrochlorothiazide, ibuprofen, iron, loratadine, metronidazole (flagyl), naproxen (naprosyn), naproxen sodium (midol extended relief caplet), oxycodone, paracetamol (acetaminophen) and thomapyrin n (excedrin migraine). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 6 months after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced menorrhagia ("heavy, abnormal menstruation / prolonged menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced uterine leiomyoma ("uterine fibroid"). In (B)(6) 2012, the patient experienced anaemia ("anemia") and menopause ("pre-menopausal"). In 2012, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstruation irregular ("irregular menstruation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the menorrhagia, anaemia, vaginal haemorrhage, migraine, headache, vaginal discharge and alopecia had resolved. At the time of the report, the pelvic pain, fatigue, menstruation irregular, dysmenorrhoea, dyspareunia, menopause, nausea and uterine leiomyoma outcome was unknown. The reporter considered alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2007, hysterosalpingogram (hsg), result was total bilateral occlusion. Healthcare provider stated about her results that everything was blocked, scar tissue had formed. On (B)(6) 2012 patient underwent ultrasound pelvis transabdominal and transvaginal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, concomitant medications and lab data updated. Essure lot number updated from 623196 to 623198. Events abnormal bleeding (menorrhagia), dysmenorrhea (cramping) were clubbed with previously reported events. Events anaemia, menopause, vaginal haemorrhage, migraine, headache, nausea, uterine leiomyoma, vaginal discharge, alopecia were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and haemorrhagic anaemia ("anemia") in a 44-year-old female patient who had essure (ess205) (batch no. 623196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, hypertensive episodes, scar revision, uterine bleeding and dyslipidemia. No family history of cerebrovascular accident or vie, she denies any vision changes, chest pain, sob, denies phonophobia/photophobia, no nausea/vomiting, no abnormal endometrial thickening , no abnormal adnexal mass. Concurrent conditions included obesity, hypertension, iron deficiency, headache, flu vaccination, anemia, dysfunctional uterine bleeding, genital labial lesion, uterine fibroid, cyst breast, vaginal bleeding, fibroids, abdominal pain, slight fever, heart murmur and cellulitis. Family history included aortic aneurysm (sister died) and lung cancer (father). Concomitant products included norethisterone (errin) in 2007 and norethisterone (micronor) for birth control, anovlar (loestrin) from (B)(6) 2012 to (B)(6) 2012 for haemorrhage nos as well as anaesthetics (anesthesia), azithromycin, cefalexin (keflex), hydrochlorothiazide, ibuprofen, iron since 2009, loratadine, metronidazole (flagyl), naproxen (naprosyn), naproxen sodium (midol extended relief caplet), oxycodone, paracetamol (acetaminophen) and thomapyrin n (excedrin migraine). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, 3 years 6 months after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). In may 2011, the patient experienced dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced menorrhagia ("heavy, abnormal menstruation / prolonged menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced uterine leiomyoma ("uterine fibroid"). In june 2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and menopausal symptoms ("pre-menopausal"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In march 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstruation irregular ("irregular menstruation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2015. In december 2015, the haemorrhagic anaemia, menorrhagia, vaginal haemorrhage, migraine, headache, vaginal discharge and alopecia had resolved. At the time of the report, the pelvic pain, fatigue, menstruation irregular, dysmenorrhoea, dyspareunia, menopausal symptoms, nausea and uterine leiomyoma outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, headache, menopausal symptoms, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: tubal occlusions documented with bilateral essure on (B)(6) 2007, hysterosalpingogram (hsg), result was total bilateral occlusion. Healthcare provider stated about her results that everything was blocked, scar tissue had formed. On (B)(6) 2012 patient underwent ultrasound pelvis transabdominal and transvaginal. Lot number 623198 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 14-nov-2016: quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this legal case refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the procedure, developed pelvic pain. Eight years after placement, she underwent a total hysterectomy and bilateral salpingectomy. This event is anticipated according to reference safety information for essure. Considering the implied temporal relation and the absence of alternative explanation, causal relationship cannot be excluded. As device removal was required, this case is regarded as incident. The technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.